Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient experienced post-operative chest pain. The right atrial (ra) and right ventricular (rv) leads, which were active-fixation leads, were replaced with passive-fixation leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the helix of the lead had an out of specification analysis result for extension/retraction due to blood. Visual summary analysis of the lead indicated apparent explant damage.